Manufacturer narrative:
Our field service engineer was on-site to investigate the reported issue and found liquid traces on the dc/dc & battery control pc board. After replacing the pc board, the ventilator passed all functional and safety tests and was returned for clinical use.the origin of the liquid is unknown. The pcb was not further investigated since ingress of liquid/corrosive substance on pc boards can cause failure/short circuits which might lead to a ventilator/anesthesia system malfunction.

Event description:
It was reported that the ventilator did not respond when it was turned on. There was no patient involvement. Manufacturer's ref #: (B)(4).